Manufacturer narrative:
H.3 other: evaluated by the facility chief technician. Renal scientific ceased converting stainless steel sinks in 1987 and no longer supports them. It has recently come to co's attention that there are a number of facilities using renal scientific converted stainless steel sinks for reuse. Renal scientific ceased converting stainless steel sinks in 1987. Components specific to the converted sink as well as technical and trouble shooting procedures are no longer available. These sinks are no longer supported by renal scientific.

Event description:
Converted stainless steel reuse sink leaked 37% formaldehyde over night. There was no serious injury or death associated with this malfunction.